Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure the device displayed error code 219. The procedure was not able to be completed. The patient had been administered a general anesthesia when the procedure was cancelled. The patient did not experience any clinical consequences.